Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 5 pm with a high blood glucose level of 573 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their set would fall off their body due to the sweat off their body after doing yard work. The customer was advised that the site should be clean, dry and free of lotions. The customer was advised to monitor the issue and to call back if the problem persists. The customer did not return the product back for analysis.